Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment. Historical data analysis revealed nothing unusual. There were no device performance or user issues observed that would cause the symptoms. Pt info requested.

Event description:
Clinic reported a patient who developed burn, abscess, and infection on the right axilla 27 days post miradry treatment. The patient first noticed the symptoms about 9 days post-treatment. The affected area was incised. Antibiotics were prescribed.